Event description:
Edwards has learned that black particles came off an aortic valve during the rinsing process in preparation for surgery. The valve was not used. The customer also said the black suture areas looked frayed.

Manufacturer narrative:
Based on the evaluation done by engineering, the source of the black particulates could not be conclusively determined; however, the valve was likely contaminated after removing the valve from the jar. Per the instructions for use (IFU), the bioprosthesis is to be inspected and the ID tag is to be removed just prior to implantation. The ID tag was removed suggesting there were no particulates observed after rinsing and inspection. It is possible the particulates observed on the valve came from the operating room as it was not noticed until after ID tag removal. It is highly unlikely a valve with the observed particulates would pass inspection during manufacturing as the valves are inspected under magnification and the multiple dark colored particulates would be apparent. In this case, the particulates are so large and self evident that they are easily seen by the naked eye. The chemistry analysis concluded that the particulates were nylon. Edwards cleanrooms do not contain fixtures or equipment consisting of nylon materials, and no components or materials of the valve contain nylon.

Manufacturer narrative:
Evaluation summary: three black particulates were observed on leaflet 3. Valve remained the same post decontamination. No other visible inconsistencies were observed on the valve. Particulates remained adhered to leaflet 3 after rinse was performed per IFU rinse procedure instruction. Customer report of frayed black suture was not confirmed. All three locations of black suture did not show frayed suture. The ir spectrum of the unknown particulates showed similar absorption characteristics when comparing to nylon like material. Customer report of black particulates was confirmed. Source of the particulate matter remains unknown. Additional evaluation is in process.